Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported a kink in the sheath when using the angio-seal device. When the insertion sheath was being inserted into the inside of the artery, the sheath became kinked. The angio-seal device was not used and manual compression was applied. Hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was a pci (percutaneous coronary intervention). A pre-deployment angiogram was performed. The puncture site was proximal to the inguinal ligament of the left common femoral artery. The vessel diameter was 9 mm. The size of the sheath ancillary used was a 6 fr. Blood loss was reported to be less than 250cc. There was no health damage to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.